Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Customer performed the test and only had a line on the t. You can see the faintest shadow at the c but it isn't clear. Customer confirmed she performed the test correctly. She was unable to provide a lot number.